Event description:
Upon receipt of the device, the user reported that the label says pediatric aortic cannula and should read arterial perfusion cannula. There was no pt involvement.

Manufacturer narrative:
No product was returned. The issue was confirmed by tracing back the label review to determine when the new supplier started to use the labels and which revised of the labels were used. Suspect cause for this issue was determined to have been caused by missing steps in the labeling review process. Labels currently in inventory were reworked. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.